Event description:
Upon placing the filter via a femoral approach, the filter did not open or move when it emerged from the sheath. The filter was snared using a 12 fr sheath and femoral cut down.

Manufacturer narrative:
The filter was not returned to the manufacturer for evaluation. Additional information regarding this event revealed that prior to performing the filter retrieval, the doctor successfully implanted a second venatech lp filter superior to the first (unopened) filter. Upon successful implantation, a percutaneous intervention was performed to snare the first filter, which was then successfully explanted. A review of the procedure films by a manufacturer representative showed the first filter was visible, unopened, adjoining the infrarenal ivc. The second filter, positioned above the first filter, is normally deployed. The filter was either in a tributary vessel or within a vessel dissection. The implanting physician snared the first filter, pulling it from the tissue which was constraining it. The filter then opened and the physician pulled it into a sheath with considerable force, completely deforming the filter.